Manufacturer narrative:
A2: avergae age, a3a: majority sex literature ref: doi:10.1177/1457496918798206. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewd titled 'drug-coated versus plain balloon angioplasty in arteriovenous fistulas: a randomized, controlled study with 1-year follow-up (the drecorest ii-study)'. Total of 39 patients with primary or recurrent stenosis in a failing native arteriovenous fistulas were randomized to inpact, medtronic balloon (n = 19) or standard balloon angioplasty (n = 20). Follow-up was 1 year. Primary outcome measure was target lesion revascularization. A total of 39 patients were randomized. Follow up reported re-ptas (3 ba, 15 dcb), 2 surgical repairs (1 ba, 1 dcb), and 1 avf-occlusion (dcb).